Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device shaft was visually and microscopically analyzed for any damage. The device showed a fracture located 59.4cm from the hub. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. No other issues were identified during the product analysis.

Event description:
It was reported that the microcatheter was fractured. The target lesion was located in the moderately tortuous and non-calcified vessel. A direxion fathom-16 system was selected for use in an ovarian vein embolization procedure to treat pelvic congestion syndrome. During the procedure, it was noted that resistance was felt during coil deployment. The whole microcatheter was removed and a fracture was found halfway down the microcatheter. The fractured portion was in the sheath. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that the microcatheter was fractured. The target lesion was located in the moderately tortuous and non-calcified vessel. A direxion fathom-16 system was selected for use in an ovarian vein embolization procedure to treat pelvic congestion syndrome. During the procedure, it was noted that resistance was felt during coil deployment. The whole microcatheter was removed and a fracture was found halfway down the microcatheter. The fractured portion was in the sheath. The procedure was completed with another of the same device. No patient complications were reported.